Event description:
A customer reported that prior to a vitrectomy procedure, the laser module of the ophthalmic system did not respond. When attempting to set up the laser step, the laser screen was greyed out, and the system did not recognize the laser probe upon insertion. The surgeon determined that the laser was not required, and the procedure was completed on the same day. After the case, staff attempted to troubleshoot the issue and found that once the shroud was raised, the laser screen was no longer greyed out and the laser functioned normally.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).